Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, an alert for non-sustained rv oversensing was observed. Review of transmission noted that it was oversensing the hv impedance test. Patient was stable and was called in clinic. Programming changes were made.